Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure broken tip to be related to the customer complaint. The instrument was found to have a broken tip. The broken tip was returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator was being used during blunt dissection and the tip of irrigator became dislodged from tip of irrigator but was still attached. When removing the damaged instrument from the cannula the tip broke off completely and fell into the abdominal cavity. The surgeon retrieved the instrument tip. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as the suction irrigator is a single use instrument, it is not inspected when removed from the sterile packaging. The instrument was inspected the instrument while cleaning prior to shipment back to the da vinci. The dislodged instrument tip was removed manually with a laparoscopic grasper with visual confirmation and was returned with the instrument. The dislodged instrument tip was fell into the patient and was removed. No other confirmation was necessary. Additional surgical procedure was not required to remove the fragment. The post-operative tests like an x-ray or ultrasound was not performed to check for remaining fragments. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.